Event description:
It was reported that a user in the second week of ilet pump use experienced hyperglycemia with fluctuating glucose, predominantly after dinner and overnight, including a highest reported glucose of 277 mg/dl for approximately seven hours; the user reportedly ate a protein bar around 100 mg/dl before bed and used a cannula-down infusion set. Symptoms included dizziness and vomiting. Outcomes included stabilization of blood glucose without medical intervention, without ketone testing, and without use of back-up therapy. Troubleshooting and education were provided, including discussion that early algorithm learning and bedtime intake could contribute to nocturnal hyperglycemia. Investigation included case review and user interview. Investigation of this case revealed no confirmed device malfunction and no device component failure, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.